Event description:
It was reported an asymptomatic patient was in clinic for a routine follow up. The right ventricular lead exhibited oversensing due to noise. Pocket manipulation reproduced noise and oversensing with presyncopal symptoms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.